Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported that when he arrived at the facility he was informed that it was not the iabp that got wet but the patient lead wires. The stm did a full check out of the iabp and patient leads which included running the iabp on the patient simulator for 30 minutes. The stm did not find any issues with the iabp or patient leads. The iabp met all specifications and was released back to the customer for clinical use.

Event description:
It was reported that while in use on a patient there was a fluid invasion and the cardiosave intra-aortic balloon pump (iabp) had no ECG signal and would not trigger. The iabp was swapped out to continue therapy. There was no patient harm or adverse event reported.